Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient had acute pain during 2 weeks after first stage of implantation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was returned for investigation still attached to its mount. Visual inspection of the as returned product identified signs of wear due to usage around the external threads and the drive feature but no evidence of any significant damage or deformation. The product dimensions were measured and found to be within the specifications in the product's engineering drawing. Pre-existing conditions were noted on the product experience report (per) that could cause or contribute to the reported event and include the patient's reported diabetes and smoking habit. The reported device was located on tooth # 4 and was used for approximately 2 weeks. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported acute pain during 2 weeks after first stage on implantation. The product was returned and the reported complaint could not be verified due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined.